Event description:
Reportedly, the device implantation proceeded without incident until the final closure of the pocket. During the post-implant pacemaker interrogation, a low right atrial (ra) impedance of less than 200 ohms was detected. This finding prompted a return to the operating room to verify proper lead fixation. Upon reopening, persistent artifacts were noted on the atrial channel. A lead malfunction was initially suspected; the atrial and ventricular leads were swapped, and a cross-connection was performed (connecting the atrial lead to the ventricular port). However, the artifacts continued to appear exclusively on the atrial channel, suggesting a potential defect in the device (pacemacker). The physician decided to explant the pacemacker and the ra lead and to implant a new system. The new system shows stable parameters, with an atrial sensing threshold of 1.5 mv at 0.35 ms.

Manufacturer narrative:
Summary of the investigation: vega r52, s/n (B)(6): upon receipt, the screw fixation was retracted. After thorough cleaning to remove blood and tissue residues, the fixation mechanism still could not be extended. This behavior may have been caused by blood clots or tissue residues remaining inside the screw housing, even after deep cleaning, which blocked screw extension. Manual extension of the screw was performed; the helix length was measured at 1.6 mm (within specification). Some x-rays performed showed slight torque and deformation of the inner coil at the proximal level, likely due to multiple extensions and retractions of the screw during the implantation. All other components were free from any damage. Standard electrical measurements were within specification and did not reveal any loss of contact, capture failure, or intermittency that could explain the reported abnormal impedance. Additional impedance tests conducted in both dry and wet conditions showed no abnormal values or current leakage between the conductor lines at either the distal or proximal levels. Based on these findings, a connection issue is strongly suspected and likely explains the abnormal atrial impedance value reported. This complaint has been recorded for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, the device implantation proceeded without incident until the final closure of the pocket. During the post-implant pacemaker interrogation, a low right atrial (ra) impedance of less than 200 ohms was detected. This finding prompted a return to the operating room to verify proper lead fixation. Upon reopening, persistent artifacts were noted on the atrial channel. A lead malfunction was initially suspected; the atrial and ventricular leads were swapped, and a cross-connection was performed (connecting the atrial lead to the ventricular port). However, the artifacts continued to appear exclusively on the atrial channel, suggesting a potential defect in the device (pacemacker). The physician decided to explant the pacemacker and the ra lead and to implant a new system. The new system shows stable parameters, with an atrial sensing threshold of 1.5 mv at 0.35 ms.